Manufacturer narrative:
The insulin pump was received with no vibrator alert due to broken black wire on the vibrator motor. The operating currents are within specifications and passed a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The low reservoir alarm functioned properly. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump have vibrate anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the pump did not vibrate when they pressed act. Customer stated that the pump did not vibrate during the vibrate test. Customer was advised pump will need to be replaced.